Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of an explanted system due to infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).